Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support, the customer did not have a backup method for insulin delivery. Customer declined further troubleshooting. Customer¿s blood glucose level was 69 mg/dl.